Manufacturer narrative:
One device was returned for repair. Visual evaluation found damaged downstream occlusion (dso) seal and damaged air detector. Cassette not attached properly was found in event history. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed, and the complaint was confirmed. The probable cause was failed dso sensor and damaged air detector. Replaced the dso sensor, and dso bezel. Replaced the air detector, and 5 pin connector. Device passed verification testing post repair.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited a cassette not attached error. There was unknown patient involvement.